Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed a hysteroscopic myomectomy in the operating room under laryngeal mask anesthesia with a myosure device on a pt with "remarkable hypertension, rheumatoid arthritis and obesity (B)(4)". The procedure was "performed without difficulty". The physician stated "technical6y the case was easy". Subsequently, "[the physician} was notified by the nurse anesthetist that the pt's oxygen saturation level was dropping along with her blood pressure. The pt was intubated and the anesthesiologist began resuscitation efforts. During the code, a trans-esophageal echocardiogram was performed which demonstrated a pulmonary embolism. All resuscitation efforts failed and the pt expired. The medical examiner notified [the physician] that the cause of death was pulmonary embolism with co-morbidities".